Event description:
It was reported the during port device implant, the introducer sheath component allegedly bent. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to powerport isp m.r.I implantable port that is cleared in the us. The 510k/PMA number and pro code is identified in d2, and g5. H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one peel apart sheath was returned for evaluation. Visual evaluation was performed. The investigation is confirmed for deformation due to compressive stress as kinks were noted to the peeled apart sheath. Based upon the available information, the definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021), g4. H11: e1, h6 (method, results and conclusion). H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to powerport isp m.r.I implantable port that is cleared in the us. The 510k/PMA number and pro code is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported the during port device implant, the introducer sheath component allegedly bent. There was no reported patient injury.